Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and soreness. The reporter stated that ¿white stuff floating¿ was noted in the patient¿s drain bags and as the week went on, the fluid in the drain bags became cloudy. At this point, the patient began to feel ¿sore¿ (not further described). The clinic advised the patient to flush with 4.25 (unspecified) and to use heparin as treatment (no further detail). One week after onset, the patient was hospitalized for the peritoneal infection (peritonitis) and the clinic advised that it was likely that the peritonitis started at the catheter entry point (not further specified). No further detail was provided regarding treatment, the patient¿s outcome from the peritonitis or whether pd therapy was ongoing. No additional information is available.